Manufacturer narrative:
Technician found that the bed functioned properly could not duplicate the problem. Technician replaced the tape switches as a precaution. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account called and alleged that there was a patient that exited this bed and the bed exit did not alarm. Account alleged that she was not aware of any injuries due to the bed exit not alarming.